Event description:
Customer reported that a set leaked from the bottom of the drip chamber. Pt was in ccu in an isolation room when the leak occurred. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were available.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.